Event description:
It was reported that patient had been getting decreased efficacy. A dye study was performed and the healthcare professional was unable to aspirate the catheter. It was found that the catheter had been "doing a 180" and the tip was pointing down. There was a kink noted in the catheter as well. The catheter was replaced and the patient's dose was decreased. The device system was infusing infumorph.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. (B)(4).